Event description:
Related manufacturer reference number: 2017865-2023-15837. It was reported that the patient presented in-patient for post-procedure follow-up. Upon review, the atrial lead exhibited over-sensed noise leading to inappropriate automatic mode switch. Upon chest x-ray review, it was noted that the right ventricular lead lacked slack. The patient presented for a lead revision procedure. During the procedure, an insulation breach was noted on the atrial lead. The ventricular lead was re-positioned and the atrial lead was explanted and returned. The patient condition was stable.